Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) replacement procedure for an unknown reason.